Event description:
It was reported that while using bd facsverse¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer reports that a vacuum pressure out of range error is appearing. Moreover, when customer tries to do a sit flush the sit drips. 1. Is the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was the fluid spraying under pressure? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazard. 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facsverse 3l 8c system with acc kit, part # 651155 and serial # (B)(6). Problem statement: customer reported a complaint on leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 02jun2020 to 02jun2021. Complaint trend: there are 17 complaints related to the issue of a waste leakage not contained within the instrument aside from sit leakages. Date range from 02jun2020 to 02jun2021. Manufacturing device history record (DHR) review: DHR part # 651155 serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to a loose waste tank umbilical cord. The umbilical cords connect the fluidics tanks to the instrument and pumps fluid through the system. The customer reported that the instrument was giving them a vacuum pressure out of range error, and that the sit would drip after a sit flush. A tsr (technical service representative) helped the customer identify the issue by instructing them to open the left side panel to check the accumulator. The customer noticed that the accumulator was filled with liquid and was not being drained, and that the waste connector on the waste tank was not completely connected. The customer was able to perform the repair without the visit of an fse, and the accumulator was able to drain again. No parts were requested for evaluation as there were no replaced parts. After the repair the instrument was functioning as expected with no further leaks. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Instructions on how to properly maintain the system, including connection and disconnection of the waste lines to the waste tanks can be found in the bd facsverse¿ clinical system instructions for use (#23-11463-00 rev. 1/vers. A). The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4). Install date: 17mar2015. Defective part number: n/a. Work order notes: subject / reported: (B)(4)- bd facsverse - vacuum pressure out of range error . Problem description: customer reports that a vacuum pressure out of range error is appearing. Moreover, when customer tries to do a sit flush the sit drips. Work performed: reconnect waste tank umbelical cord. Cause: waste tank non perfectly connected. Solution: n/a. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # (B)(4), rev. 11/vers. B, liberty ruo 1.0 research systems (facsverse) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no ? Hazard ID: 2.1.18b. Hazard: exposure to biological sample. Cause: failed waste connection. Harmful effects: injury to operator due to spraying of waste or bleach. Risk control(s): robust design connection to the tank. The waste connection to the chassis is housed inside the system. System shall be designed to isolate fluid from electrical and optical components. Proper waste containment that is maintained until waste disposal. Implementation verification: reliability test of the hybrid connector: system level reliability test protocol lib-10-10p. System level robustness reliability test protocol: (B)(4). Fluidic hybrid connecter assembly# (B)(4). Sheath and waste level alerts. Effectiveness verification: reliability test of the hybrid connector: system level reliability test report (B)(4). System level robustness reliability test report: (B)(4). Sheath and waste level alerts protocol (B)(4). Probability: 1. Severity: 4. Risk index: 4. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient :yes or no. Root cause: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a loose waste tank umbilical cord. Conclusion: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a loose waste tank umbilical cord. The customer had reported that the instrument was giving a vacuum pressure out of range error and that the instrument was leaking from the sit during sit flushes. The tsr assisted the customer in identifying the issue which turned out to be a waste connector that wasn¿t fully connected. The customer was able to perform the repair themselves, and the instrument was functioning as expected with afterwards. No one was harmed or¿injured¿due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected. The safety risk is severe, s4, though there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facsverse¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer reports that a vacuum pressure out of range error is appearing. Moreover, when customer tries to do a sit flush the sit drips. Is the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was the fluid spraying under pressure? No. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazard. Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No.